Event description:
Customer reported she was unable to complete the prime process for her insulin pump. The customer's blood glucose was 407 mg/dl. Troubleshooting helped the customer insert her reservoir and complete the prime process. The customer also stated her reservoir was stuck on the side of the serter. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).